Event description:
Manufacturer's reference number (B)(6)

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ powerled. It was discovered that the ceiling plate was missing. We decided to report the issue in abundance of caution as the issue can lead to contamination of sterile field. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. The most likely root cause regarding this case is an oversight during installation or maintenance. The installation manual mentions how to fit the cover during installation. Furthermore, the user manual specifies to check the proper position of all covers. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The unique identifier (UDI) # information is not available since the device was manufactured before september 2016.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled. It was stated the ceiling plate was missing. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation h3 other text : device not returned to manufacturer.